Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), it was observed that there was a failure of touchscreen calibration, touchscreen malfunction. Touchscreen needs to be replaced. There was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.